Manufacturer narrative:
Inratio precision data provided by end-user lot: date (B)(6) 2013, 1st inr 1.2, 2nd inr 3.7, mean 2.45, sd 1.77, %cv 72.2. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing performed on reported lot #310820 on (B)(6) 2013 yielded the following results: donor 203, inratio 2.5, 2.5, 2.5, ref 2.97, bias threshold 1.97 - 3.97, %cv 0.00. Donor 217, inratio 3.1, 2.9, 3.1, ref 2.66, bias threshold 1.66 - 3.66, %cv 3.81. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As of (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #310820 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date (B)(6) 2013, inratio 1.2, re-test 3.7. Re-test was performed immediately after initial inratio test. Therapeutic range: 2.0 - 3.0.